Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion location and characteristics are unk. The apex balloon (unk size) was advanced to the lesion and inflated to 12atm. The balloon was deflated and inflated a second time to 6atm and ruptured. The inflation duration is unk. The procedure outcome is unk. No pt injuries or complications were reported. The pt condition is reported as "fine." Additional information was requested, but not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.